Event description:
Pt had plate and screws placed after fracture of tibia on (B)(6) 2014. Pt continued with pain complaints. Underwent surgery on (B)(6) 2015 and plate found to be fractured. Removed and replaced.